Event description:
It was reported that backflow occurred during use of a straight-type extension set. The reporter stated that the backflow occurred "when a medication syringe with microbore tubing is y-d into the main fluid tubing.¿ ¿a syringe with 2ml infusing on the syringe pump ended up with 5 ml at the end of the administration time without an occlusion or pressure alert from the syringe pump.¿ this occurred during infusion using an unspecified large volume pump, an unspecified syringe pump, and an unspecified primary set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4 unique device identifier: as the lot # is unknown, the UDI will consist of the di only. Should additional relevant information become available, a supplemental report will be submitted.